Manufacturer narrative:
As of this filing, the complaint device has not yet been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
As reported by the user facility, during use of the 1" ultraclean needle with extension insulation in a total laryngectomy, the "tip caught fire." Surgery was able to be completed with a 2 minute delay. No alternate device was used to complete the surgery. There was no patient or user injury with this reported incident. This report is filed on the basis of potential injury with recurrence. Further information has been requested from user facility. If additional information is received, it will be included in the supplemental and final report.

Manufacturer narrative:
Corrected expiration date from 03/22/2021 to 03/21/2021. Concomitant device: valleylab force fx added. Additional information has been received regarding the event. The generator, a valleylab force fx, was set at 30 pure cut and 30 coag (coag was in use at the time of the incident). Manufacturer evaluation: one (1) 139105ext ultraclean electrode has been returned to the conmed quality assurance laboratory for evaluation regarding a complaint of "tip caught fire." The device was examined and functionally tested in the laboratory; a visual inspection noted black eschar coating the insulation and needle. The insulation was found distorted and the needle tip blunted. An impedance test was performed and measured the electrode resistance of <1 ohm. The device appears to have been over-heated. The temperature was high enough to distort the plastic insulation and melt the tip of the needle. There is no burnt insulation or evidence of fire. The complaint is unconfirmed for fire, however there is evidence of overheating. The device was manufactured on 22-mar-2016. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Of the lot containing (B)(4) units there has only been this one complaint for this product and event description. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A 2-year review of product history for this device family showed there has been only 1 similar occurrence of "tip caught fire." (B)(4). There have been no adverse events related to this product and failure mode. No manufacturing defects have been identified. A root cause investigation is not required at this time. Although the temperature was high enough to distort the plastic insulation and melt the tip of the needle, there is no burnt insulation or evidence of fire. The most likely and common cause for fire during electrosurgery build-up of eschar on the tip of the electrosurgical pencil tip. The buildup of eschar impedes the flow of the electrical current, and it can serve as an ignitable fuel. The heat on the tip causes small pieces of tissue to adhere to the surface of the tip. The tissue can become superheated and become an ignition and fuel source. Since the eschar can impede the flow of electrical current, the resistive heating of the tip will also increase. A survey of by the american academy of otolaryngology-head and neck surgery characterized the causes of operating room (or) fires in otolaryngology. In most cases, supplemental oxygen served as the oxidizer to help the fire burn. Endoscopic airway procedures, oropharyngeal surgery, cutaneous/transcutaneous surgery and tracheostomy were the highest risk procedures for or fires. The authors recommended that surgeons familiarize themselves with the common scenarios where fire can occur and take care to avoid using common ignition sources in the presence of high concentrations of oxygen or alcohol vapors. The instructions for use (IFU) state: contraindications: in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. Safety tip: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible.